Event description:
The account alleged the head of the bed goes up w/o pressing any buttons. No pt impact.

Manufacturer narrative:
The technician replaced the side rail outer control panel assembly to resolve the issue.